Manufacturer narrative:
Date of event was an unknown date in 2018. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient treatment with a drain bag as part of a prismaflex m100 set, a leak next to the valve or in the seal was observed. The machine did not trigger an alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture did not identify any specific defect on the drain bags. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.